Manufacturer narrative:
Concomitant medical products: product ID: pj744 lead, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in atrial fibrillation. The right ventricular (rv) lead was reported to have been exhibiting variable thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.